Event description:
It was reported that the procedure was a dialysis catheter exchange. The 10x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion, and the balloon was inflated to 12 atmospheres (atm); however, the balloon ruptured during the initial inflation and became detached from the balloon catheter. Resistance was noted during withdraw of the bdc and the balloon separated. The patient remained hospitalized to undergo a second procedure to snare the separated portion. It is unknown if balloon fragments were left in the patient or if there was a clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.